Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned in a biohazard condition. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was reportedly at home and alone prior to passing. The patient was taken to the emergency room. It was reported that the cause of death was not cardiac related, but was due to a gi bleed. The patient's nurse stated that she tried to power on the monitor after the patient's death and that it would not turn on. The patient's nurse also reported that she was unsure if the battery was inserted at that time. There is no indication of a device malfunction. Per clinical review of the available ECG data, the patient received three non-lifevest defibrillations. The device detected an arrhythmia at 10:43:16, while the patient was in vf with CPR artifact. The patient received the first non-lifevest defibrillation while the patient was in vf with CPR artifact. The patient's post shock rhythm was not available. The device detected another arrhythmia at 10:46:54, while the patient was in vt at 140 bpm with CPR artifact. The arrhythmia self-converted to a sinus rhythm at 95 bpm. The device detected two arrhythmias at 10:51:39 and 10:52:37, while the patient was in severe bradycardia at 10 bpm with CPR artifact. The device detected an arrhythmia at 10:53:39, while the patient was in a sinus rhythm at 70 bpm with CPR artifact degrading to vf. The patient received a second non-lifevest defibrillation, while the patient was in vf with CPR artifact/tactile artifact. The patient's post shock rhythm was asystole with CPR artifact. The device detected asystole at 10:56:06, while the patient was in vf with CPR artifact. The patient received a third non-lifevest defibrillation, while the patient was in vf with CPR artifact. The patient's post shock rhythm was asystole with CPR artifact transitioning to severe bradycardia at 10 bpm. The device detected bradycardia at 10:57:33. The device detected asystole from 11:07:00 to 11:37:44, while the patient was in an idioventricular rhythm at 70 bpm degrading to asystole with motion artifact. A manual recording was taken at 11:39:23 with response button use and the ECG showed motion artifact/CPR artifact. It is unclear who pressed the response buttons. The device was shutdown at 12:38:23 on (B)(6) 2019. CPR artifact contributed to the false detections. The device properly detected vf. However, CPR/motion artifact prevented the lifevest from delivering treatments before the external defibrillations occurred. There is no indication that a device malfunction caused or contributed to the patient's death.